Event description:
The ventilator has been pre-checked, passed. When connecting the patient, device gives error "check external flow sensor". The asv mode changes pcv. The machine does not operate in asv mode.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being connected to a patient. The root cause of the problem was the absence of flow sensor measurement taking place. Preventive maintenance was performed on the device, and the procedure for flow sensor measurement was explained to users. There was no patient or user harm.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022, at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being connected to a patient. The root cause of the problem was the absence of flow sensor measurement taking place. Preventive maintenance was performed on the device, and the procedure for flow sensor measurement was explained to users. There was no patient or user harm. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information as requested.

Event description:
The ventilator has been pre-checked, passed. When connecting the patient, device gives error "check external flow sensor". The asv mode changes pcv. The machine does not operate in asv mode.